Event description:
According to reporter, the cuff was inflated with 10cc of air at 10:20pm. At 4am, the cuff pressure was checked and was found to have only 2ccs of air in the cuff. Air was then added. At 7am the cuff was checked and 3ccs of air had leaked.